Event description:
Complainant alleged that while defibrillating a patient (age and gender unknown), on the second attempt, an arc was heard from the associated electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.